Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. D9: date returned to mfg.: 11/13/2024. H3 and h6. Codes: updated. Device evaluation: per visual inspection; heavy corrosion to battery terminals, cracking of liquid crystal display (lcd) lens, downstream occlusion (dso) seal delamination, dirty battery compartment. Device event log/alarm history review showed several instances of "high alarm displayed: cassette not attached properly". The complaint of ¿cassette sensor defective¿ confirmed through dso test. The probable cause was nonreactive dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "cassette sensor defective." The fault was found during testing. There was no patient involvement.